Event description:
It was reported that water leaked from the bifurcation area of the foley catheter funnel soon after the placement. It was mentioned that there was no balloon rupture or tear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the bifurcation area of the foley catheter funnel soon after the placement. It was mentioned that there was no balloon rupture or tear.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with inlet tubing. Visual inspection of the sample noted the three- way catheter balloon was inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water)and no leak observed. The balloon rested for 30 minutes without leaks and with the syringe attached the balloon passively deflated without issue or cuffing. The device history record review and labeling review was not required as the investigation was unconfirmed. The actual/suspected device was inspected.